Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is programmed to vvir mode; however, the device reported atrial pacing at 90% before programming. Based on this, it is considered that the ra channel was turned off immediately following the reset. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is programmed to vvir mode; however, the device reported atrial pacing at 90% before programming. Based on this, it is considered that the ra channel was turned off immediately following the reset. The device remains in service. No adverse patient effects were reported.additional information is obtained; the patient will continue to be monitored.